Event description:
According to the reporter: a white plastic tip of the instrument was found in the cavity during surgery. They checked and found that the instrument jaws broke. Used another of the same model. The piece was retrieved with no pt injury or bleeding was reported.